Event description:
During a uae after the ir injected pva's he said there was something wrong with the pt's arteries and stopped the surgery. He said the pt should come back because he didn't have the right instruments. After the surgery the fullness in the pt's pelvis seems worse. Pt had severe pain after the embolization. It lasted about a week, and the pt felt very weak and tired. Pt had to stay out of work for a month. Pt is considering a hysterectomy because of pain in the front of their uterus where their fibroids are. The pain is worse since the uae.